Event description:
Na

Manufacturer narrative:
The investigation determined the cause was incorrect handling of standard low and high and qc material. The calibrators were being used for one analyzer, store minimally covered and reused 2 hours later for calibration on the other analyzer. No adverse events were reported.

Event description:
The user stated he has received low sodium results for pt samples. The total number of patients involved was not provided. The user refused to provide specific pt info but stated, "he would run a sample on one instrument and the sodium result would be below 130 mmol per l, then he would recalibrate, run qc and retest the sample and it would be 137 mmol per l or about plus or minus 4 points higher. He would then place the same sample on another instrument and would get 137 mmol per l. "No erroneous results were reported. The field service representative determined there was a problem with the valve assembly. He replaced the av2 and av1 assemblies and the vacuum diaphragm. The user verified the analyzer operation by performing multiple precision checks.